Event description:
The technician alleged the nurse call does not function. No pt impact.

Manufacturer narrative:
The technician found the communication cable was not securely connected to the bed. The technician reconnected the communication cable and added a speed clamp to the communication cable to resolve the issue.